Event description:
Fixation device misfire and would not penetrate thru mesh into peritoneum.manufacturer response (as per reporter) for fixation device, absorbatackrep was notified. Waiting to send to manufacturer.